Event description:
Patient c/o a shock from the abbott cardiac output computer on 3 different accassions. No adverse effect.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.